Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-30, that has a similar product distributed in the us, list number 8p32-31.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result for one patient with pancreatic cancer. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2022, was 144.54 u/ml, which was not repeated and discarded. The patient was redrawn on (B)(6) 2022, and the result, on a different analyzer, was 14.39 u/ml, which the physician believes fits the patient¿s clinical history. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. Return testing was not completed as returns were not available. The historical performance of reagent lot 41917fp00 was evaluated using worldwide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 41917fp00 is inside the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I ca 19-9xr, lot number 41917fp00, was identified.